Event description:
Reporter alleged discrepant results with the blood glucose monitoring device and a valid lab comparative. Reporter stated the pt came into the emergency room diagnosed with high blood glucose and device read 63 mg/dl at 10:27, while a lab result measured 528 mg/dl at the same time. Reporter indicated no treatment was received as a result of the alleged incident and was not aware of what treatment was received as a result of the diagnosed high glucose condition. Reporter stated controls were run 2 hours prior to alleged event and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.